Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported at the beginning of the implant when interrogating the device, a message appeared on the programmer screen as ¿a unexpected condition has occurred¿. A second device was attempted and the same issue occurred. Two programmers were used and the same message appeared. The devices were not used.